Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and dementia ('dementia') in a 39-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, disability, depression, overweight, anxiety, uti, vaginal dryness, dizziness, dysuria, nausea, sinusitis, migraine, obesity, bacterial vaginosis, constipation, chest pain, dizziness, colonic polyp, panic disorder, flank pain, urinary tract infection, hypothyroidism, genital herpes simplex, plantar fasciitis, allergic rhinitis, degenerative disc disease, post-traumatic stress disorder, vitamin d deficiency, hypercholesterolemia, pituitary adenoma, urethritis, nocturia, arthralgia and neck pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("blood or heart disorder/condition type: anemia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("back pain") and was found to have weight increased ("weight gain"), 27 days after insertion of essure. On (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and incontinence ("incontinence"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dementia (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced abdominal pain ("abdominal pain") and amnesia ("memory loss"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dementia, urinary tract disorder, bladder disorder, dyspareunia, weight increased, weight decreased, alopecia and abdominal pain outcome was unknown and the amnesia, anaemia, incontinence, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, anaemia, back pain, bladder disorder, dementia, dyspareunia, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported (B)(6) 2012 now it is reported as (B)(6) 2012. The right essure device was placed easily with four coils extruding identical procedure performed the left tube. The essure device passed easily and there were three coils extruding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Back pain, vaginal haemorrhage, most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and mr received : events added- abnormal bleeding (vaginal, menorrhagia), anemia, memory loss, incontinence, back pain. Lot number added, reporter added, events outcome updated. Events onset date, and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and dementia ('dementia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, disability, depression, overweight and anxiety. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dementia (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss") and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dementia, urinary tract disorder, bladder disorder, dyspareunia, weight increased, weight decreased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dementia, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2012 now it is reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs received. Reporter information were added. Date of removal were added. This case becomes incident. Medical history and lab data were added. Event injury to herself were updated to pain. Event: abnormal bleeding (general), bladder or urinary problems or changes, dementia, dyspareunia (painful sexual intercourse), weight gain / loss, hair loss, abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and dementia ('dementia') in a 39-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, disability, depression, overweight, anxiety, uti, vaginal dryness, dizziness, dysuria, nausea, sinusitis, migraine, obesity, bacterial vaginosis, constipation, chest pain, dizziness, colonic polyp, panic disorder, flank pain, urinary tract infection, hypothyroidism, genital herpes simplex, plantar fasciitis, allergic rhinitis, degenerative disc disease, post-traumatic stress disorder, vitamin d deficiency, hypercholesterolemia, pituitary adenoma, urethritis, nocturia, arthralgia and neck pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("blood or heart disorder/condition type: anemia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("back pain") and was found to have weight increased ("weight gain"), 27 days after insertion of essure. On (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and incontinence ("incontinence"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dementia (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced abdominal pain ("abdominal pain") and amnesia ("memory loss"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dementia, urinary tract disorder, bladder disorder, dyspareunia, weight increased, weight decreased, alopecia and abdominal pain outcome was unknown and the amnesia, anaemia, incontinence, menorrhagia, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, anaemia, back pain, bladder disorder, dementia, dyspareunia, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported (B)(6) 2012 now it is reported as (B)(6) 2012. The right essure device was placed easily with four coils extruding identical procedure performed the left tube. The essure device passed easily and there were three coils extruding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Back pain, vaginal haemorrhage, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.